Event description:
Customer reported the system is having intermittent image issues. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image processor and dicom cables. System operates as intended.